Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular (rv) lead capture threshold rises out of range by (B)(6) 2015. The analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Right ventricular (rv) lead capture threshold rises from 1.375 to 2.5v between (B)(6) 2014 and (B)(6) 2015.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's device had unexpected battery longevity. The right ventricular (rv) lead threshold had been increasing and are high. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.